Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that during an implant procedure, the patient experienced asystole during the placement of the right ventricular lead when the lead was unable to pace the heart consistently. The lead was too short to reach the apex due to the patient's enlarged heart. The lead was not used and another lead was implanted. No further patient complications have been reported as a result of this event.